Event description:
After an implantation period of approx. 12 months, it was observed that the patient received an inappropriate shock from the crt. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. A vf and an svt episode were detected on october 8th, 2021 at 17:50 h and 17:51 h, respectively. The vf detection was appropriate and resulted in a 40 j shock delivery. Right after the shock delivery an af occurred and subsequently the svt episode without shock delivery. The ICD functioned appropriately, both regarding detection and therapy delivery. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.